Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, on the first fire; audible crunch and high force to fire. The surgeon de-articulate the device and attempt to fire from a neutral (straight) position. It seemed to work better, but then noticed the jaw was damaged. Surgeon removed the device. The case was completed with ligasure. There were no patient consequences reported. Device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaw damaged detached.. The device was connected to the generator and it was recognized. Due to the damage to the jaw, complete functional testing could not be performed . The jaw was unable to fully cycle open and close. As reported in the event description it is likely that the damage to the jaw and I-blade was caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.